Manufacturer narrative:
Additional information received on july 21, 2022, indicated that patient called mentor stating: that she found out from her doctor severe capsulation. Swelling on left side of body on arm and shoulder. Right side is normal. Pain from capsulation getting tighter and tighter. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: mentor memorygel 550cc silicone breast implant, cat#:3505501bc, sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient underwent a breast reconstruction primary with mentor memorygel 550cc silicone breast implants which the patient reported left indentation, rippling inflated, long & flabby and softer than the right breast after implantation. The issue was not confirmed by the physician. Note: the patient called back to state that her physician said that the symptoms were ¿normal.¿and there is nothing wrong with the device.